Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis, and a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the cuff is leaky for air on the bivona silicone tracheostomy tube. The cuff is slowly losing air in the cuff, causing it to leak and this is audible. Tracheostomy tube change performed. The consequences are that the patients get pneumonia and atelectasis. The device was placed via surgical procedure, and it must remain untouched for 48 hours. The patient still has it, requiring between 60-100 mmh2o cuff pressure to maintain a seal. There is an increased oxygen requirement from 45% to 60%. There is bloody secretion during tracheal suctioning.